Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused hypersensitivity, asthma (new or worsening), inflammatory response, liver disease/toxicity, lung disease respiratory issues (breathing problems), copd, lung damage, heart failure, respiratory failure, chemical poisoning, & reactive airway disease (rad) while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.